Manufacturer narrative:
(B)(4). User facility listed in initial reporter. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic closure of gastrostomy tube procedure. The surgeon was stapling across the tissue with the reload. Staple reload was fired and believed that it fired the full 60 millimeters and there was no indication of any issue. When the surgeon proceeded to retract the blade using the black retraction knobs, there was a loud crack sound. The jaws of the reload opened and unformed staples and a small strip of tissue fell into the patient's body. Approximately one third of the staple reload had been fired. The staples were picked up. An echelon flex device was opened to complete the firing approximately two centimeters below the original cut line. The incident result in an unintended two centimeters of tissue being removed. The current status of the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) stapler and one (1) sulu opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired with a deformed anvil clamping mechanism. The reload was fired without issue. Visual inspection of the instrument noted no abnormalities. Visual inspection of internal components revealed a sheared tooth on the firing rack. During functional evaluation, the handle was fired and a skip was heard during firing. Replication of the sheared teeth on the firing rack and a deformed anvil clamping mechanism may occur due to firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, ¿preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.